Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated the user experienced a high blood glucose and alleged the insulin pump was under delivering insulin. Customer¿s blood glucose was 20 mmol/l, 17 mmol/l, 20.6 mmol/l and 22 mmol/l which was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.